Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, the u13 8-bit cmos flash micro-controller was faulty. The cause of the failure was the faulty u13 component. The root cause of the faulty component cannot be positively identified. No adverse event resulted from the faulty component.